Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR #s 1810909-2019-00487 and 1810909-2019-00488.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer retuned the suspected contour next one meter (serial # (B)(6)) and contour next test strips from lot # 8gpeg12b for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in meter's memory.

Manufacturer narrative:
The customer returned the contour next one meter for evaluation, which was different from the meter involved in the event. The customer also returned the contour next test strips. Since the returned bottle of test strips had only two strips left, in-house contour next test strips were also used for testing. An in-house testing was performed using the returned meter with returned and in-house test strips, which gave satisfactory performance. All readings obtained during in-house testing were properly saved in meter's memory. Additionally, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found. The device manufacture date captured in the initial report was incorrect. The date has been updated with the correct device manufacture date.